Event description:
Familiy was attempting femoral access using seldinger technique. Inserted sheath/guide wire through needle and encountered resistance. Withdrew sheath/guide wire and reinserted through needle again meeting restistance. Attempted second withdrawal of sheath/guide wire and encountered resistance. Under fluoro found sheath coiled in tissue. Completed procedure using other leg. Pt then sent to the operating room to have sheath surgically removed.